Event description:
Baxter interlink continu-flo solution set 72" 2 injection sites, male luer lock adapter, standard bore 4-way stopcock manifold bar code 85412 01777. The plastic stopcock comes loose and embolizes inside the IV tubing stopping the IV flow in anesthesia induction when drugs are being pushed. Also, the stopcocks loosen easily and fall apart. This tubing should be recalled. It is not safe.